Event description:
The customer reported v4 signal loss resulting in failure to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported v4 signal loss resulting in failure to acquire 12-lead ECG. The customer evaluated the device and isolated the issue to the ECG leads trunk cable. Philips supplies sent the customer a replacement ECG leads trunk cable to resolved the issue.